Event description:
Event description boston scientific crm received information that this pacemaker had stored 7000 ventricular tachycardia (vt) episodes since implant approximately one month ago. Impedance and threshold measurements were noted as stable. Noise could not be reproduced with isometrics or pocket manipulation. The patient was asymptomatic. This device is part of an advisory regarding the c2 capacitor component, however exhibited no symptoms that were consistent with those described in the advisory. In another call, this device continued to store vt episodes, and has recorded 8000 episodes since the last visit. The patient remains asymptomatic. In another communication, the right ventricular lead exhibited evidence of non-capture and increased thresholds. A chest x-ray was negative for fracture. The patient remains without symptoms. This device was explanted for an unspecified reason.